Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
According to user facility, device is too flexible and causes kinked tubing during use on pts in the intensive care unit. No adverse effects to pt reported.